Manufacturer narrative:
H3: one device was received for evaluation. Service history review was not performed. The customer¿s issue was confirmed as the device was tested and it had continuous flow when it was set to ventilate.

Event description:
It was reported that the unit was stuck in extrapory mode and would not function unless it was shut off, and that the issue was intermittent and the pump was not dropped. There was no patient involvement.